Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify pump error 49 or pump error 68, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had hyperglycemia and the insulin pump gave multiple insulin pump error alarms. Blood glucose level was 22.8 mmol/l. No further details given about their high blood glucose. Troubleshooting was done for insulin pump error alarm. Customer was sleeping when the error occurred. The insulin pump will be returned for analysis.